Manufacturer narrative:
Findings: pump received with scratched case, missing retainer ring, missing reservoir tube o-ring, pillowing keypad overlay, faded serial number label and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had cosmetic damage around the reservoir compartment. Customer's blood glucose at time of incident was 5.8mmol/l. Customer stated that there is no leading event to the damage. Customer was advised that we are replacing pump.